Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a 3-4 hour difference from the local time to the time displayed on the pump. The customer successfully changed the time. There was no reported impact to the customer's blood glucose.